Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the patient had a syncopal episode, fell and bruised the right elbow. It was noted that the heart rate was low, in the 30's and 40's. The device reached elective replacement indicator (eri) and had erratic behavior. The device was explanted and replaced. No further patient complications have been reported as a result of this event.